Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the ostycut bone biopsy needle products that are cleared in the us. The 510 k number and pro code for the ostycut bone biopsy needle products are identified. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 05/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a bone biopsy procedure upon removal of the needle from the patient, the needle was allegedly stuck and fractured without obtaining any samples. It was further reported that flat pliers were used to remove the fractured needle from the patient. Reportedly, another needle was used to obtain samples and complete the procedure. There was no reported patient injury.

Event description:
It was reported that during a bone biopsy procedure upon removal of the needle from the patient, the needle was allegedly stuck and fractured without obtaining any samples. It was further reported that flat pliers were used to remove the fractured needle from the patient. Reportedly, another needle was used to obtain samples and complete the procedure. There was no reported patient injury.

Manufacturer narrative:
This supplemental MDR is being submitted to report this event is no longer reportable as there was no break on the handle and no outer catheter fracture identified during evaluation of the device. The event is not MDR reportable. Plamas. Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. Investigation summary: the stylet of the bone biopsy needle sets was returned for evaluation. Based on the sample returned the reported detachment of the metal hub of the stylet was confirmed. No indication was found that excessive forces had been applied to the hub of the stylet. A material defect or a deficient fabrication of the joint could not be verified. Based on the supplier's evaluation results a sufficient amount of adhesive was present on the stylet. Based on the information available and the evaluation of the sample returned a definitive root cause for the reported problem could not be determined. Labeling review: in reviewing the current labeling it was found that the instructions for use (IFU) addresses the potential risk, as the IFU states: 'in case the ostycut® biopsy cannula cannot be removed smoothly from the punctured bone area, do not attempt to loosen the ostycut® biopsy cannula by oscillating movement of the cannula. Instead, it is advised to loosen and remove the ostycut® biopsy cannula from the punctured bone area by simultaneously applying counterclockwise rotation and traction', and 'verify that the packaging and the device are undamaged and that the sterile barrier is intact. If damaged, do not use.'